Manufacturer narrative:
One acromioblaster, 5.5mm,ep-1,dspl blade device was returned for evaluation of the reported complaint mode, ¿shedding/flaking.¿ the complaint mode was confirmed. A review of the device history records was performed which confirmed no inconsistencies. After evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder surgery, it was reported that metal parts were observed. These were afterwards flushed and removed. No patient injury was reported.